Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet delivery sheath. The patient had a pre-existing condition of atrial fibrillation. It was noted that the patient had difficult anatomy. Transseptal puncture was posterior mid. During the procedure the device was re-captured once. The device was pushed into the left atrial appendage (laa) using the ball formation, however the device became stuck as it touched the posterior wall of the laa. As the physician turned the delivery sheath while still pushing forward the device, the device "jumped" forward and perforated the laa. The patient developed a circumferential cardiac tamponade. The patient became unstable and required resuscitation. A pericardiocentesis was performed. The device was released in the left atrium to stop the bleeding. The patient was transferred to cardiac surgery. During cardiac surgery the left atrium tore apart while explanting the device which led to cardiac arrest. The patient passed away. The cause of death was cardiac arrest.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage-perforation, pericardial effusion, cardiac tamponade) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage associated with perforation and pericardial effusion lead to cardiac tamponade resulted in hypotension and cardiac arrest appeared to be related to procedural circumstances. The reported patient effects of dyspnea appears to be related to pericardial effusion. The reported death was related to reported cardiac arrest. The reported unexpected medical interventions and surgical intervention were resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet delivery sheath. The patient had a pre-existing condition of atrial fibrillation. It was noted that the patient had difficult anatomy. Transseptal puncture was posterior mid. During the procedure the device was re-captured once. The device was pushed into the left atrial appendage using the ball formation, however the device became stuck as it touched the posterior wall of the left atrial appendage (laa). As the physician turned the delivery sheath while still pushing forward the device, the device "jumped" forward and perforated the laa. The patient developed a circumferential cardiac tamponade. The patient became unstable and required resuscitation. A pericardiocentesis was performed. The device was released in the left atrium to stop the bleeding. The patient was transferred to cardiac surgery. During cardiac surgery the left atrium tore apart while explanting the device which led to cardiac arrest. The patient passed away. The cause of death was cardiac arrest.